Event description:
The pt has 2 scs systems, the thoracic system is being reported. It was reported the pt was experiencing pain at her ipg site when charging. The pain occurs approx 10 mins after charging. The pt stated there was no heating at the ipg site, it was just painful and uncomfortable. The pt's physician believes the ipg pocket is still tender from the pt's implant. It was recommended the pt try charging daily and stop when it becomes uncomfortable. It was also recommended to try charging with the stimulation off. F/u info identified the pt attempted to charge for two hours and was still experiencing pain. Additional f/u pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.